Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the blue and white connection of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a broken occluder leg beneath the twist clamp was observed. Leak, clear passage, and clamp function testing were performed and a leak through the set due to the broken occlude leg was observed. The reported condition was verified. The cause of the broken occluder feet could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach that can damage the transfer set during use. Should additional relevant information become available, a supplemental report will be submitted.